Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an upgrade from a dual pacemaker to a cardiac resynchronization therapy defibrillator (crt-d), after the right atrial (ra) lead was connected to the new generator, noise was noted. The ra lead was disconnected from the generator and attached to programmer analyzer where noise was still noted on the atrial channel. The decision was made to remove the atrial lead and replace it. No patient complications have been reported as a result of this event.